Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell eight of eight of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak from an unknown location which led to this alarm. There was solution over the table. Renal therapy services (rts) assisted the patient with clearing the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.